Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
During a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, when the catheter was inserted and air was drawn, a large amount of air was pulled into the syringe. The valve in the sheath must have been broken. The device was aspirated, but the issue was still present. The device was replaced, and the procedure was completed without patient complications. The device has been received and is pending analysis.

Event description:
During a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, when the catheter was inserted and air was drawn, a large amount of air was pulled into the syringe. The valve in the sheath must have been broken. The device was aspirated, but the issue was still present. The device was replaced, and the procedure was completed without patient complications. The device has been received and is pending analysis.